Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the pump alarms occlusion at lower flow (downstream occlusion (dso) rubber seal delaminated). Downstream occlusion (dso) seal. The reported issue was determined to be caused by minor air bubble under dso rubber seal. The dso seal will be replaced to fix the issue.

Event description:
It was reported that there was lower flow occlusion even if no occlusion. It was stated that the nurse took the pump to use, set the cadd medication reservoir to the pump and after programming, started priming. Quite soon after, the pump alarmed ¿downstream occlusion." The nurse checked that there was no occlusion in downstream, the pump was not connected to the patient. She could not acknowledge the alarm; she could only silence it and press the ¿help¿ button. After going through all the ¿help¿ screens she switched the power off. When she switched the power on again, she was able to prime the extension set. When she took the pump to the patients and tried to give a bolus, the pump did a few ¿switch¿ sounds and then started alarming ¿downstream occlusion¿. The nurse checked that there was nothing that could cause the occlusion. Then the nurse went through the ¿help¿ screens once again, still being unable to acknowledge the alarm, but could switch the power off. The biomed has checked the pump and with low flow rates, the pump alarmed for occlusion even though there was no occlusion. There was patient involvement and unknown patient harm reported.